Event description:
It was observed that during the device evaluation, the colonovideoscope had vertical lines in the image during angulation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is the following led to the malfunction: defective charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.